Manufacturer narrative:
The lot number is unk, therefore, the date of manufacture cannot be determined. If significant info is identified from the investigation, a summary of the investigation results will be provided in a supplemental report.

Event description:
The report from the customer stated there was a defect at the cuff tube. The tube is ripped (cracked) at the cannula, after four days use. The tube had been pre-tested prior to inserting it in the pt. The tube was removed and the pt was re-cannulated.